Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 885 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had back surgery the week of (B)(6) and started experiencing withdrawal symptoms a few days after the case. The pain clinic conducted a dye study to see that there was a disconnect with existing 8731 catheter. The surgeons decided to do a repair on (B)(6) with a revision. They  used 28598a catheters to replace the spinal segment but no radiopaque was noticeable on x-ray during the case. The catheter was also very hard to see without the stylet in it. It was unknown if the issue was resolved. Patient status was alive no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 11-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.